Manufacturer narrative:
H6: codes were updated. Two device was returned for investigation. Two applicators returned, both activated, one cannula returned, bent from original position, no line set or other cannulas returned. Confirmed the customer complaint of bent, kinked cannula at removal, probable cause unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4: only di provided as lot number is unknown.

Event description:
It was reported that the patient with diabetes (pwd) had changed the infusion set the previous night before going to bed. Next day the glucose level was 400 mg per dl. The patient corrected the high glucose with an insulin injection. Upon removal of the infusion set, they noticed the cannula was kinked. They changed the infusion site and resumed insulin delivery using the pump. There was patient involvement, and no patient harm reported.